Manufacturer narrative:
In the case description, the user mentioned that their iphone was hacked and the hacker deleted their basal program. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files confirmed the deletion of the "basal 1" basal program on the date of occurrence. The logs show interactions with the controller and button presses to prompt and confirm deletion of the basal program. The logs then show interaction with the controller and evidence of button presses to create a new program. Logs showed multiple attempts or prompts to delete basal programs across multiple days with three programs confirmed deleted. The logs show that immediately before each deletion, the app is brought to the foreground or reopened after a closure, the deletion occurs, then the app is sent to the background some time after. The log files show evidence of interaction with the controller to delete the reported basal program, however it cannot be conclusively determined who interacted with the controller to delete the basal program. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required medical assistance, to treat hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod. Patient reported that they believed their phone was hacked and as a result the application used to manage their omnipod was compromised, impacting their basal settings. As a result of the hypoglycemic event, the patient called their nurse which administered gvoke to treat the patient's condition.